Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-02085 . It was reported that the patient presented to the emergency room for syncope. Upon device interrogation it was noted that right ventricular capture thresholds values had increased. Both the left and right ventricular leads exhibited loss of capture. Programming interventions were made to restore capture. The patient's condition was stable after adjustments were made.